Manufacturer narrative:
On (B)(6), 2012 an agent informed djo surgical that a patient had a revision surgery to address post failure of a tibial insert. There is no information provided in this complaint relating to patient contraindications or physical activity which might have also contributed to this event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause of this event is reported as post breakage. The cause of the post breakage cannot be determined with confidence since the explanted device was not returned for evaluation. Several factors can contribute to posterior stabilizing post failure including: trauma, high activity levels, excessive tibial slope, obesity, wear and high range of motion including; bending, torsion, and shear while under load. Wear mechanisms typically associated with total knee arthroplasty include: abrasive wear, adhesive wear, third-body wear, delamination, and fatigue. Many factors can contribute to acceleration of wear mechanisms including: patient factors, surgical technique, manufacturing methods, design, and time in-vivo.

Event description:
Revision surgery - the pt suffered from post failure, due to malfunction of the implant.

Manufacturer narrative:
On 21 feb 2013 (B)(4) was reopened because an explanted component was returned to djo surgical for inspection. The component returned is a part number 360-09-510, lot 53807093, foundation posterior stabilized (ps). Tibial insert, size 10. The returned component was visually inspected and photographed. No measurements were taken and no testing was performed. The p.s. Post had broken off the insert and the post was in two pieces. The medial and lateral condyles were highly polished and worn where the femoral component articulated against the insert. There were multiple nicks and scratches all over the polished area. The previous investigation noted this insert was used on the patient's right knee. Based on this knowledge, there is abrasion damage on the posterior medial condyle. There is revision damage near the middle anterior snap feature. There is damage visible on both the anterior and posterior faces of the p.s. Post. The subsurface damage appears as a darker white color and the delamination looks similar to an area of heavy abrasion. There appears to be delamination (subsurface) damage on both the anterior and posterior face of the post. This damage is heavier on the posterior face. The fracture surface on the anterior side appears to be deformed in the anterior direction. The root cause for the ps post fracture is most likely loading in excess of material mechanical properties. Factors that can contribute to ps post fracture include trauma, high activity levels, excessive tibial slope, obesity, wear, and high range of motion including bending, torsion and shear while under load.